Event description:
During completion of preventive maintenance service, the MFR's service representative reported finding the remote alarm connector in the rear of the ventilator was loose. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The service technician replaced the main pcb board to correct the problem. Applicable final testing was completed and passed to specifications.